Event description:
During surgery to implant hardware, md used a 2-level plate. When attempting to secure the top locking plate after putting the last screw in, it appeared the screw/hole was stripped. The top locking screw was replaced but still would not tighten down. The plate was replaced and the procedure was completed without further incident.

Manufacturer narrative:
Results: device was not returned to MFR; no evaluation could be performed.